Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Perforation is listed in the graftmaster instructions for use (IFU) as a potential adverse effect. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a perforation in the saphenous vein graft (svg) to left anterior descending (lad). The 3.5x16mm graftmaster stent was successfully deployed without issue; however, the perforation was exacerbated. A 4.0x16mm graftmaster stent was deployed successfully sealing the perforation. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.